Manufacturer narrative:
The ventilator generated technical error codes indicating power errors. According to information provided by our field service engineer, the customer refused to repair a device. The solution to the issue is unknown and it is not possible to know which parts have been found defective. The power errors shall be triggered when - 12 v supply is more than - 10.8 v or when +12 v supply is lower than +10.8 v for more than three seconds. The monitoring subsystem shall activate the signal disable_valves.l. The root cause cannot be determined. H3 other text : 4112

Event description:
It was reported that the ventilator generated technical error codes indicating power errors. There was no patient¿harm. Manufacturer's ref. #: (B)(4).